Manufacturer narrative:
(B)(4) it was reported that a male patient underwent an ablation procedure for ischemic ventricular tachycardia (isvt) with two thermocool smarttouch bi-directional sf catheters and suffered a cardiac tamponade requiring pericardiocentesis. This thermocool smarttouch bi-directional sf catheter (catheter #1) was not flushing properly and the port was occluded. Occlusion issue led to a high temperature. The returned device was visually inspected and it was found in normal conditions. The catheter was evaluated for carto 3 functionality and it was recognized by the system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. The catheter was evaluated for screening test and catheter passed. The force feature was working properly. Finally, the force sensor values were found within specifications. Then the catheter was tested for electrical performance and stockert compatibility and it was found within specifications. Additionally a deflection and an irrigation test were performed and the catheter passed the tests. The catheter was flushing correctly. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the cardiac tamponade remains unknown. The instructions states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
Smarttouch catheter was zeroed after the initial warm-up phase post catheter connection to the carto 3 patient interface unit. Carto 3 system did not indicate to re-zero the catheter. The occlusion issue is not MDR reportable because the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. However, since two ablation catheters were used during the procedure, this event it being reported under both catheters used. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: short sheath 8 french (model# unknown lot# unknown). (B)(4).

Event description:
It was reported that a male patient underwent an ablation procedure for ischemic ventricular tachycardia (isvt) with two thermocool smarttouch bi-directional sf catheters and suffered a cardiac tamponade requiring pericardiocentesis. The thermocool smarttouch bi-directional sf catheter # 1 was not flushing properly and the port was occluded. Occlusion issue led to a high temperature. Generator stopped ablation when the temperature cut-off value was reached. Catheter was replaced with the thermocool smarttouch bi-directional sf catheter # 2 and the case resumed. During ablation with the thermocool smarttouch bi-directional sf catheter # 2, the patient became hypotensive and a tamponade was confirmed via intracardiac echocardiogram. Pericardiocentesis yielded an unknown amount of fluid. Patient was reported to be in stable condition prior to leaving the electrophysiology lab. Patient remained in the hospital overnight. Patient fully recovered. There were no factors cited that may have contributed to the adverse event. It was noted that it was unknown when the adverse event occurred during the procedure. Physician did not provide a causality opinion. No transseptal puncture was performed, as access was retrograde. Sheath was an 8 french short. Generator parameters included power control mode at 35 watts with temperature cut-off of 45°c. Overall ablation time and last ablation cycle time at the site of injury were not reported, as the site of injury is unknown. Irrigated catheter flow was set at 17ml/min. Patient received anticoagulant during the procedure with activated clotting time maintained between 300-400 seconds. Both catheters had been used in the patient¿s body prior to noticing the injury. There is no information regarding spi value. Smarttouch catheter was not in close proximity to another catheter.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 05/12/2017. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).